Event description:
The hip implant liner would not engage in the shell. One bone screw was found to be not fully seated.

Manufacturer narrative:
A 35 minute delay in surgery was caused by difficulty inserting the cup in the shell. Marks on the spherical radius of the insert indicate that a bone screw head was not fully seated during the procedure and was extending into the shell cavity interfering with the insert seating.